Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, complication in site preparation, immediate implantation, inadequate bone quality/quantity, mobility (B)(6) are same patient).